Event description:
The customer reported a broken lcd display. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken lcd display. There was no adverse patient impact reported.